Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving morphine 0.5 mg/ml at 0.1846 mg/day via an implantable pump for spinal pain. A volume discrepancy was reported. It was alleged the pump was underinfusing. It was noted at the refill, on (B)(6) 2015, there was more drug left in the reservoir than expected, but the hcp did not have exact figures. At the refill, on (B)(6) 2016, the actual residual volume (arv) was 3.2 cc and the expected residual volume (erv) was 1.9 cc. The manufacturing representative was assisted with a 10 percent dose increase via flex programming per the hcp's orders. There were no medical symptoms reported. Information was later received that there was nothing wrong with the device, and it was functioning properly. The hcp first noticed the discrepancy at the patient's refill in (B)(6). The manufacturing representative was not sure if anything was done with regards to the volume at that time because he was not present at that refill. It was noted, however, the pump was refilled successfully on (B)(6) 2016 with the correct volume.

Event description:
Additional information was received that the manufacturing representative could not recall any volume discrepancies that occurred on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.